Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15155879 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The no other issues were noted that were considered potentially related to the reported complaint. Additional information will be information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of an (ic) internal carotid-cave, the orbit mini complex fill 3.5x5cm coil (637mf3505) was nearly placed at the target lesion, but the microcatheter (sl10, boston scientific) lost the target. The microcatheter and the coil were placed to target again. During detachment, the catheter lost the target again and the coil was migrated by the blood flow toward the peripheral vessel. The coil was pulled back using goose neck snare and successfully removed from the patient's body. The procedure was completed successfully with another product without patient injury. During placement/detachment of the coil in both occasions, constant fluoroscopy was performed. A constant and dedicated saline source was utilized at all times. The target vessel was not calcified and not tortuous. There is no information available regarding the aneurysm characteristics, measurements, or size. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15155879 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil migration into normal vessels adjacent to the lesion is a known potential adverse event associated with endovascular coiling procedures as outlined in the instructions for use (IFU). Additionally, the IFU warns that if desired placement or stability cannot be achieved, the embolic coil should be removed from the patient. Although there is no information regarding the aneurysm measurements or characteristics, based on the reported difficulty maintaining the position of the noncordis microcatheter that was used for placement of the orbit coil it appears that aneurysm/vessel characteristics and procedural factors contributed to the migration of the orbit coil. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Event description:
During a coil embolization procedure of an (ic) internal carotid-cave, the orbit mini complex fill 3.5x5cm coil (637mf3505) was nearly placed at the target lesion, but the microcatheter (sl10, boston scientific) lost the target. The microcatheter and the coil were placed to target again. During detachment, the catheter lost the target again and the coil was migrated by the blood flow toward the peripheral vessel. The coil was pulled back using goose neck snare and successfully removed from the patient's body. The procedure was completed successfully with other product without patient injury. During placement/detachment of the coil in both occasions, constant fluoroscopy was performed. A constant and dedicated saline source was utilized at all times. The target vessel was not calcified and not tortuous. No information was provided about the patient.